Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion occurred on the implantable pulse generator (ipg). It was also reported that high thresholds were noted on the right ventricular (rv) lead. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.